Event description:
The customer reported that the unit was in use on a pt the unit displayed a "rapid gas loss" alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.